Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. There were two htr implants for this patient, neither fit or were implanted. See 1032347-2011-00004 also.

Event description:
It was reported during the surgery, the surgeon found the impalnt was too big, and the patient's skin would not fit over the implant. The product was not implanted. The surgery took approximately 2 hours and 35 minutes.